Event description:
The customer reported falsely elevated architect stat high sensitive troponin-I results for a 76-year old female who was rushed to the emergency room on (B)(6) 2022 due to respiratory failure. The patient also suspected of having cholecystitis, and enteritis. Patient was admitted on (B)(6) 2022, and the following testing was performed: hstni: 5400 pg/ml; other testing provided: bnp: 89, crp: 1.74, wbc: 13000 along with an echocardiogram/ECG which resulted in no abnormal findings and no abnormal renal function markers. On (B)(6) 2022, hstni: 1454 pg/ml; other testing provided: crp: 5.91, wbc: 6000, d-dimer: 5.7 and no abnormal renal function markers. The customer was questioning the high hstni despite no heart or kidney abnormalities. The echocardiogram was necessary to be performed for the patient and there was no harm to the patient reported. There was no impact to patient management reported.

Manufacturer narrative:
All available patient information is included. Additional patient details are not available. This report is being filed on an international product, list number 3p25 that has a similar product distributed in the us, list number 2r98. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation for falsely elevated architect stat high sensitive troponin-I results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Ticket search by lot indicates that the reagent lot performs as expected. Ticket trending review did not identify any trends. Device history record review did not identify any non-conformances, potential non-conformances, or deviations with the complaint lot and complaint issue. The overall performance of the architect stat high sensitive troponin-I reagent in the field was reviewed using data gathered from customers worldwide. The median patient result for the lot is within established limits and comparable with other lots in the field, confirming no systemic issue. Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or product deficiency with the architect stat high sensitive troponin-I reagent lot 40067ud00 was identified.